Event description:
The customer observed falsely elevated architect tsh results on one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial tsh=3.44 uiu/ml /repeated=2.78 and 4.58 uiu/ml. Ft4 initial=3.07 ng/dl /repeated=1.19 ng/dl and 1.04 ng/dl there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of architect tsh reagent lot number 61613ud00. The ticket search by lots indicates that the reagent lot performs as expected for the issue under review. Review of tracking and trending for the architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 61613ud00. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the architect tsh reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot 61613ud00 is within established limits, indicating that the lot is performing acceptably in the field. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect tsh, reagent lot 61613ud00.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect tsh results on one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial tsh=3.44 uiu/ml /repeated=2.78 and 4.58 uiu/ml. There was no reported impact to patient management.